Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to a generator change due to normal ER, the hv lead was x-rayed and revealed externalization of the lead. No electrical anomalies were detected. The physician decided to continue to utilize the lead with the new device. The patient condition was stable before and post procedure.